Event description:
It was reported that prior to a gastric bypass procedure, the device underwent the test process. The max button was used, but min button was not working. The device was used in the procedure. But the doctor was unable to use harmonic to control bleeding. The bleeding was transient and controlled completely very quickly, so only 100 ml or so of blood was lost. Another device was used to complete the procedure. The pt recovered normally and is fine. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the min switch assembly button was not functional. However, it worked properly the max switch assembly button with foot switch assembly.